Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's eye in a secondary procedure. The lens haptic broke post insertion of the lens, and the iol was decentered. The patient was referred to a retinal surgeon for removal of the multifocal lens. A regular lens was sutured into the ciliary sulcus. The date of the initial implant surgery and the explant surgery was not provided. No further information was provided.

Manufacturer narrative:
Age/date of birth: unknown, asked but not provided. Implant date: if implanted, give date: unknown, asked but not provided. Explant date: if explanted, give date: unknown, asked but not provided. (B)(4). A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). Implant date: (B)(6) 2014. The patient's outcome after the intraocular lens (iol) replacement is excellent after the secondary suture of the posterior capsule (pc) iol to the ciliary sulcus. The pc iol is not a multifocal lens. All pertinent information available to abbott medical optics has been submitted.